Manufacturer narrative:
After further review, fse confirmed that all leak tests were completed and no gas loss was detected in the device, making the event non-reportable to the FDA. As a result, no follow up emdr is necessary. Please cancel in your database.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character limitation in e1 for event site name: (B)(6).

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit shows alarm that states gas loss. There was no patient injury reported.